Event description:
The patient reported staph infection that started at the ins. No pt treatment or outcome was reported. Additional info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional info is rec'd.